Event description:
Employee reports patient presented the beginning of 2004 with periods of dizziness and having no response to the increasing medication dosage. There have been no pump volume discrepancies. Hcp noted the patient to have multiple medical problems including a recent gastrointestinal bleed. A catheter study done was negative. A rotor study performed showed a pump stall. The pump was explanted the following month and returned to the manufacturer for analysis.